Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 59 months and 232 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos status was triggered by the device about 12 weeks after it was explanted, most likely resulting from an automatic capacitor reformation in a cold temperature environment. Besides that, the memory content showed no anomalies. There was no indication of a device malfunction while the device was implanted and in service. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The eos status was triggered after explantation. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device is reported to be showing eos status. This device was explanted on (B)(6) 2019 due to eos status. At the time of explant, an infection was also reported.